Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the tct75 instrument was reported to have "not fired". No other info is available. There was no consequence to the pt.